Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, around 03:00 pm, the patient's parent said that the patient called her from his school and told her that cgm was reading low with no value. The patient was experiencing headache and was vomiting. When the patient arrived home, they checked his ketones and it was very low. The patient's parent took the patient to the ER. They checked his manual bg before going to the ER and it was almost 400mgdl. When they arrived at the ER around 05:30 pm, the patient's manual bg was over 400mgdl when checked and cgm was still showing low with no value. They removed pt's cgm and pump. They administered insulin drip and zofran (unspecified route) for the nausea. The patient was transferred to a different hospital around 11:00 pm and was admitted to ICU. The patient was still on insulin drip and was given zofran. The patient was diagnosed with dka. They also added ativan (unspecified route) to the patient's medication. The patient was in the ICU until 05:00 pm. The patient's bg was around 200mgdl before they left the hospital. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. At the ER, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.